Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a laparoscopic band surgery while employing a running stitch to wrap over the band, the weld at the loop of the suture failed. An additional suture was used without issue to complete the procedure. There was no injury to the patient in this event.